Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and smoking. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.